Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 09-mar-2016 and follow-up received on 15-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2014, essure (fallopian tube occlusion insert) was placed. On (B)(6) 2014 the consumer experienced painful placement (it lasted 2 days), complication of device insertion, and an essure was skewed in uterine - procedure needed to be re-done/sharp pain in fallopian tube (more on the right side than on the left). She also experienced pain in abdomen, kidney disorder, urinary tract disorder, pain during menstruation, pain in head, pain when coughing and sneezing/nagging pain especially with full bladder/intestines, tiredness, mood swings, memory loss or concentration problems, nausea, tingling, and feeling the implant. On unspecified date, on gynecological exam, nothing was found. She contacted a doctor. Control position of essure was performed but nothing was found. Removal of essure was planned - both fallopian tubes and uterus would be removed. Company causality comment:this spontaneous case report received via regulatory authority refers to an (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen. She was planning to remove the devices - both fallopian tubes and uterus would be removed, as well. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since an intervention will be required, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Follow-up received on 05-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-sep-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report received via regulatory authority refers to an (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen. She was planning to remove the devices - both fallopian tubes and uterus would be removed, as well. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since an intervention will be required, this case is regarded as incident. Other non-serious events were reported. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information can be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.